Manufacturer narrative:
Unique identifier (UDI) # (device identifier): device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 7 years and 2 months. The device is expected to be returned for analysis. It has not yet been received. The patient remains ongoing on lvad support with the replacement device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that after over 7 years of support, low flow alarms and pump stoppages occurred that did not resolve after exchanging the system controller. A loose contact or short-to-shield was suspected. The pump was exchanged on (B)(6) 2018. The healthcare professional examined the driveline, which reportedly showed considerable wear and tear throughout the driveline shielding. No additional information was provided.

Manufacturer narrative:
Evaluation of heartmate ii lvas confirmed driveline damage that would have contributed to the reported events. Visual inspection of the driveline revealed no damage to the bionate layer. Electrical continuity testing did not reveal any discontinuities or shorts. Approximately 23 inches of metal shielding breakdown was identified starting from the controller connector, with additional breakdown noted approximately 27 inches from the controller connector. Insulation breaches were identified on the yellow and red wires. The observed wire damage appeared to be the result of abrasion against the metal braided shield due to repetitive flexing at this location. If the exposed conductors of any of the damaged wires made contact with the metal braided shield while the patient was operating on a tethered power source such as the power module, the resulting electrical short to ground could have caused the events captured in the log file. Additionally, if the exposed conductors of the damaged red and yellow wires made simultaneous contact with each other or the metal braided shield, the resulting electrical phase to phase short could have caused the pump ptop or low speed events on any power source. The heartmate ii lvas instructions for use (IFU) and patient handbook explain that all heartmate ii lvas drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. Recommended handling and care of the driveline is covered in the patient handbook and IFU. Indications of driveline damage are covered in the IFU. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.